Event description:
The customer called to report that the pump no longer beeps. A self test was run on the pump, but no audible tone was heard. The customer confirmed that the beep volume was set at three and it was on audio.